Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 insulin pump user guide warns that only humalog and novolog insulin have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer reported using apidra insulin. System check indicated that the occlusion was within the infusion tubing. Customer changed out the tubing and insulin was seen exiting the tubing after performing the fill sequence. The customer successfully resumed insulin delivery.